Manufacturer narrative:
This supplemental report is being submitted to provide correction to the emdr submitted. This report was sent in error 'image distortion' would not cause or contribute to a death or a serious injury if it were to recur. Updated fields : h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image distortion. The event occurred during setup. There were no reports of patient involvement.